Event description:
It was reported by the rep that the (1) lcsc5 and the (1) hp051 were used during a laparoscopic nissen fundoplication procedure. It was reported that the surgeon was using the devices for the dissection and short gastric on power level 5 and experienced an extremely slow tissue effect. There was no solid tone but it did not appear that there was vibration.the instrument was reassembled and a new generator were tried with no improvement. The surgeon completed the case with the same instrument. There was no pt consequence.